Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 21mm bioprosthetic aortic valve, implanted for four (4) months and nineteen days (19) was explanted due to perivalvular leak leading to congestive heart failure and a high transvalvular gradient. Patient had a large ventricular septal defect. During the procedure, the prosthetic valve was inspected and two (2) large areas of valvular adhesions were identified, one in the left coronary sinus and one in the noncoronary sinus. The explanted device was replaced with a 23mm bioprosthetic valve. There was no apparent valvular leak at the end of the procedure and patient was brought to the intensive care unit for recovery.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation, as the hospital confirmed that it is not available. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.